Manufacturer narrative:
Product complaint # (B)(4). Additional information: device identification, concomitant medical products.

Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: representative samples were returned for evaluation. During the visual inspection, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. It was reported that during the procedure, the suture broke off easily. The case was completed with another device. There were no patient consequences reported.